Event description:
Fire at hospital involving pt in surgery wearing 001201 mask. During cervical node biopsy, md activated electrosurgery pencil and a brief flash fire occurred. Initial call from the state dept of public health, investigating fire. They stated that the mask was being used in an upside down position to avoid the tubing interfering with the operative site.